Event description:
It was reported that during an unknown procedure, the sterile packaging on the device had a black mark on it and the customer did not feel comfortable using it. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. External cause complaint product was received for analysis with no package carton. Complainant reported that the device had a black mark. Package was visually examined and a small rip was discovered that may have appeared as a black mark. The rip in the tyvek is aligned with the fin of the device's knob. The appearance of the tyvek indicates that heavy weight was off-center atop the package causing the blister to warp and the flange to be bent. The rip in the tyvek appears to be caused by the uneven pressure on top of the package. Packaging nonconformance data was looked at for time period (B)(6) 2010 to (B)(6) 2011 and no similar nonconformances were identified. Customer complaint data was also checked for the same time period. No complaints with same issue and root cause were found. Nothing in normal packaging process would cause this type of tyvek damage. It is suspected that the rip in the tyvek occurred outside of ees packaging.